Manufacturer narrative:
The device was received for sample evaluation. Functional testing included leak testing, clear passage test, clamp function test, and device-device interaction testing. Visual and functional testing confirmed a hole in the bag at the port seal, resulting in the reported leak. A batch review identified nonconformities that may be related to this complaint. The reported condition was verified. The cause of the issue was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak in a capd disconnect y set. This occurred during patient use. It was stated that the port had broken apart or the bag and port was not sealed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.